Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The problem was isolated to an unseated w09 power to therapy 26-pin cable. After reseating the cable and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.